Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent sterilization. On an unspecified date the consumer experienced abnormal heavy bleeding, migraines, severe blood clots, anemia, severe abdominal pain / cramping, severe anxiety, severe low back pain, bloating, weight fluctuations, high blood pressure, rashes and severe pain during and after intercourse. Consumer is planning to have her essure device removed as a definitive solution to the pain and suffering. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding with severe blood clots, serious event due to medical importance and listed in the essure reference safety information. After the essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer had abnormal heavy bleeding with severe blood clots after insertion. Considering the nature of the events and the compatible temporal relationship causality cannot be excluded. This case was regarded as incident, since intervention will be required other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation in the posterior lower uterine"), genital haemorrhage ("abnormal heavy bleeding / severe blood clots") and haemorrhagic anaemia ("anemia") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal (bmi-21.159), loss of voice since (B)(6) 2011, cough since (B)(6) 2011, congestion nasal since (B)(6) 2011, pharyngitis since (B)(6) 2011, postnasal drip since (B)(6) 2011, rhinitis since (B)(6) 2011, vaginal abscess, chills, thrombosis since (B)(6) 2012, pain in arm, superficial vein prominence since (B)(6) 2012, chest discomfort since (B)(6) 2014, palpitations since (B)(6) 2014, ovarian enlargement since (B)(6) 2014, dysfunctional uterine bleeding since (B)(6) 2014, breast pain since (B)(6) 2015, elevated bp since (B)(6) 2015, gastritis since (B)(6) 2015, insomnia since (B)(6) 2016 and bloody diarrhea since (B)(6) 2016. Concomitant products included iron (iron supplement) and vitamins for anemia, alprazolam (xanax) for anxiety and panic attack, ondansetron (zofran) for nausea, beta-lactamase sensitive penicillins (penicillin) and calamine for rash as well as oxycocet (percocet) since (B)(6) 2007, tizanidine hydrochloride (zanaflex) since (B)(6) 2007, valsartan since (B)(6) 2010 and zolpidem tartrate (ambien) since (B)(6) 2007. In 2006, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), abdominal distension ("bloating") and gastrooesophageal reflux disease ("reflux"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 day after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"). In (B)(6) 2006, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe low back pain") and pelvic pain ("pain"). On (B)(6) 2006, the patient experienced nausea ("nausea"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). On (B)(6) 2007, the patient experienced dyspareunia ("severe pain during and after intercourse"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced rash ("rashes/abdomen and face rash"). In 2014, the patient experienced anxiety ("severe anxiety/") and panic attack ("panic attack"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), hypertension ("high blood pressure") and abdominal pain lower ("cramping"). The patient was treated with rizatriptan (maxalt). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, haemorrhagic anaemia, migraine, abdominal pain, anxiety, back pain, abdominal distension, weight fluctuation, hypertension, rash, dyspareunia, vaginal haemorrhage, menorrhagia, panic attack, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haemorrhagic anaemia, headache, hypertension, menorrhagia, migraine, nausea, panic attack, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: everything was fine and essure coils were placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received- new event pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 19-aug-2016. Quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented abnormal heavy bleeding with severe blood clots, serious event due to medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer had abnormal heavy bleeding with severe blood clots after insertion. Considering the event's nature and the compatible temporal relationship causality cannot be excluded. This case was regarded as incident, since intervention will be required other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation in the posterior lower uterine"), genital haemorrhage ("abnormal heavy bleeding / severe blood clots") and haemorrhagic anaemia ("anemia") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal (bmi-21.159), loss of voice since (B)(6) 2011, cough since (B)(6) 2011, congestion nasal since (B)(6) 2011, pharyngitis since (B)(6) 2011, postnasal drip since (B)(6) 2011, rhinitis since (B)(6) 2011, vaginal abscess, chills, thrombosis since (B)(6) 2012, tenderness, superficial vein prominence since (B)(6) 2012, chest discomfort since (B)(6) -2014, palpitations since (B)(6) 2014, ovarian enlargement since (B)(6) 2014, dysfunctional uterine bleeding since (B)(6) 2014, breast pain since (B)(6) 2015, elevated bp since (B)(6) 2015, gastritis since (B)(6) 2015, insomnia since (B)(6) 2016 and bloody diarrhea since (B)(6) 2016. Concomitant products included iron (iron supplement) and vitamins for anemia, alprazolam (xanax) for anxiety and panic attack, ondansetron (zofran) for nausea, beta-lactamase sensitive penicillins (penicillin) and calamine for rash as well as oxycocet (percocet) since (B)(6) 2007, tizanidine hydrochloride (zanaflex) since (B)(6) 2007, valsartan since (B)(6) 2010 and zolpidem tartrate (ambien) since (B)(6) 2007. In 2006, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain ("severe abdominal pain "), back pain ("severe low back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain") and gastrooesophageal reflux disease ("reflux"). On(B)(6) 2006, 19 days after insertion of essure (ess205), the patient experienced nausea ("nausea"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). On (B)(6) 2007, the patient experienced dyspareunia ("severe pain during and after intercourse"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety/"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), hypertension ("high blood pressure"), rash ("rashes/abdomen and face rash"), panic attack ("panic attack"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("cramping"). The patient was treated with rizatriptan (maxalt). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, haemorrhagic anaemia, migraine, abdominal pain, anxiety, back pain, abdominal distension, weight fluctuation, hypertension, rash, dyspareunia, vaginal haemorrhage, menorrhagia, panic attack, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haemorrhagic anaemia, headache, hypertension, menorrhagia, migraine, nausea, panic attack, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: everything was fine and essure coils were placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-jun-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, panic attack, bladder problems, urinary tract disorder, headaches, vaginal discharge, fatigue, weight gain, acid reflux, hair loss, uterine perforation. Date of insertion changed from (B)(6) 2013 to (B)(6) 2006. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.